Event description:
Procedure: unk. Pt sex: unk. Reportedly, during use a metal part fell from the locking collar. Then the device was leaking and had to be changed. The pin did not fall into the cavity.